Event description:
It was reported that the patients ipg was heating up when charging and causing discomfort. The patient underwent an explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred in may 2022.

Event description:
It was reported that the patients ipg was heating up when charging and causing discomfort. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1232, sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The device was received in a hibernation state and was fully charged in one cycle. The highest temperature registered during charging cycles in the patient's body was within the acceptable range. The current leakage test verified no current leakage into the surrounding tissue and residual gas analysis revealed that the volume of water was below the limit. The reported events are known risks associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation.